Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the r3 liner, hemi head & modular sleeve were removed. The r3 shell, hole cover & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner, head, sleeve, r3 shell + hole cover was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, head r3 shell. Similar complaints have been identified for the sleeve + hole cover and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported elevated metal ions along with MRI findings of pseudocapsule, debris, compatible with persistent adverse local tissue reaction and osseous erosion along the proximal femoral component along with intraoperative findings of obvious adverse soft tissue reaction with a pseudotumor and corrosion on the trunnion may be consistent with findings associated metal debris and trunnionosis. However, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, metal debris, and pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.